Event description:
The physician reported that during a follow-up visit the rv and svc coil continuity was indicated as "open". The ventricular lead impedance was also measured to be 1725ohms; the threshold was 2.75v/1.0ms and r wave amplitude was 6.4mv. At the time of implantation, the ventricular impedance was around 400 ohms until (B)(6) 2011, with a gradually increase afterwards (741 ohms on (B)(6) 2012, 1157 ohms on (B)(6) 1432 ohms on (B)(6) 2012, 1572 ohms on (B)(6) 2013). The subject lead remains implanted, and further testing relative to the pt is scheduled.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.